Event description:
It was reported that the patient presented for follow up. A device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited far p over-sensing. No interventions were reported. The patient was stable.